Event description:
It was reported that the device was explanted and replaced due to high pacing lead impedance and high capture threshold.

Manufacturer narrative:
The reported event of increased capture thresholds and lead impedance were confirmed by review of the device diagnostics. Testing on the automated test equipment found no anomaly and the device met all test specifications. The cause of the anomalies was not determined and the failure mode could not be reproduced in the laboratory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated but not yet begun.